Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The navigation system passed the system checkout and was found to be fully functional. System accurate and unable to replicate issue. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive since the behavior cannot be replicated.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, the navigation system was inaccurate. Imaging spin with percutaneous reference frame was accurate initially. The surgeon placed the interbody and took a second spin and noticed inaccuracy immediately following that spin. The first interbody was accurate. The site then decided to switch to an open spine clamp reference frame and took a third imaging spin which was also inaccurate immediately after the spin. The surgeon opted to complete the procedure without the use of the navigation system and imaging system and instead used a c-arm. While troubleshooting with technical services (ts), it was also suggest that the surgeon touch the screw on the open spine clamp to check accuracy. However, the site already opted to not use the navigation system prior to the medtronic representative being able to check the pointer to screw on the clamp. There was a reported delay to the procedure of about 20 minutes due to this issue. There was no impact on patient outcome.